Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs confirming dislocation along with not of malpositioning of the cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05128.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown; unknown stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04121. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.